Event description:
The reporter stated that the device had unk problems. There was no pt injury or treatment associated with this event. During evaluation, it was discovered that the alarm sounded bad.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. During eval, the audible alarm speaker was found to be working but sounded bad and was replaced. This is being monitored for trends.